Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the device was sticking inside the trocar and extremely di fficult to push. The device broke. Another device was used to complete the procedure. No patient injury.